Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on 18-oct-2024 and the results were within specifications. The qc recovery data provided was acceptable. There was no indication of a performance issue with the reagent. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 8 patient plasma samples on a cobas pro ise analytical unit. This medwatch will cover cl. Refer to medwatch with a1 patient identifier (B)(6) for information on the na results. The initial results were caught by moving averages in the customer's laboratory information system which prompted them to repeat the samples on another analyzer. For sample 1, the initial na result was 154 mmol/l and the initial cl result was 116 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 141 mmol/l and the cl result was 103 mmol/l. For sample 2, the initial na result was 157 mmol/l and the initial cl result was 109 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 143 mmol/l and the cl result was 98.1 mmol/l. For sample 3, the initial na result was 154 mmol/l and the initial cl result was 117 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 141.9 mmol/l and the cl result was 106.1 mmol/l. For sample 4, the initial na result was 152 mmol/l and the initial cl result was 113 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 139.3 mmol/l and the cl result was 102.7 mmol/l. For sample 5, the initial na result was 154 mmol/l and the initial cl result was 111 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 139.8 mmol/l and the cl result was 99.5 mmol/l. For sample 6, the initial na result was 153 mmol/l and the initial cl result was 115 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 139.2 mmol/l and the cl result was 103 mmol/l. For sample 7, the initial na result was 149 mmol/l and the initial cl result was 113 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 135.8 mmol/l and the cl result was 101.3 mmol/l. For sample 8, the initial na result was 152 mmol/l. The sample was repeated on another pro ise analyzer and the na result was 142.6 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that a sipper nozzle was not installed properly and reinstalled it. The fse cleaned the wash station, inspected the vacuum and sipper nozzles, and performed a system reagent prime, ise check, and precision checks successfully. The investigation is ongoing.